Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on (B)(6) 2017 while on the pump. The reporter stated that the patient had a blood glucose of 70 mmol/l with symptoms of dehydration and vomiting. The patient was hospitalized in relation to the alleged blood glucose excursion and treated with intravenous insulin and fluids. The patient had remained hospitalized at the time of the call. The reporter stated that on (B)(6) 2017, the pump had experienced an intermittent power issue. During the course of troubleshooting, the patient noted that there was a crack in the battery compartment. The patient was reportedly unable to tighten the battery cap to the pump as a result of the damage. This complaint is being reported based on the allegation that the patient was hospitalized as a result of a power issue with the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 07/13/2017 with the following findings: the battery compartment was found to be cracked. There was no moisture corrosion observed in the battery compartment. The battery cap had stripped threads. The returned battery cap was unable to maintain an electrical connection with the pump. A test battery cap was able to securely fit to the pump and power on. The total daily doses recorded added up to the expected values. The test battery cap was used to complete a 24 hour duration test with no issues. The pump passed a delivery accuracy test and was found to be delivering within range. The display screen was dim and discolored.